Event description:
Patient implanted 1998 in nasolabial folds. Onset of wound drainage 09/24/1998 in nasolabial. Patient treated with minocycline on 10/08/98, dicoxacillin on 10/13/1998, revised 11/13/1998 and 12/24/1998, and treated with doxycycline 12/24/1998.